Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d10 - concomitant device product ID d-evprop2329us; product lot/serial number (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the stroke was confirmed via computed tomography (CT). The only patient symptom as a result of the stroke was expressive aphasia. The stroke symptoms presented about 10 minutes after the device implant. The patient did not suffer any permanent impairments as a result of the stroke. Per the physician, the stroke was related to the implant procedure, but not to the valve specifically. Per the physician, it was hard to determine the exact cause of the stroke. Thrombectomy was performed as treatment for the stroke. There were no noted patient related factors that contributed to the stroke. It was noted that there was no thrombus material detected as it was a stroke that occurred. The valve was implanted in the native annulus. A full dose 100 e/kg act over 250 heparin was administered during the procedure. The patient's activated clotting times (act) were monitored every 30 minutes. The patient's act throughout the procedure and at the time of the incident were noted to be over 250. The patient did not have any pre-existing coagulopathy issues or other blood disorders. The procedure was noted to be about 1 hour.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was loaded and the load was verified in all ways. The first deployment attempted resulted in a risky, high implant depth, therefore the valve was recaptured. On the second deployment attempt, the valve landed at an adequate depth. The cusp overlap technique (cot) was used. Of note, the patient was paced at 140 beats per minute (bpm). The valve was released. Following the implant procedure, aphasia was reported. The patient was referred to a computed tomography (CT) scan. A stroke occurred. Thrombosis was detected. A thrombectomy was successfully performed and involved vessels were re-calculated. The patient recovered without any adverse effects from the thrombosis. Of note, the patient's activated clotting time (act) levels were checked, and were above 250 when the valve implant procedure began. Complete atrio-ventricular (av) block also occurred. A permanent pacemaker was implanted as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID loading sys l-evprop23-29; product lot/serial number (B)(6); product type: compression loading system (cls) product ID d-evprop2329us; product lot/serial number unknown; product type: delivery catheter system (dcs). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.